Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device had unexpected longevity as it has reached elective replacement indicator (eri). It was noted that in (B)(6)the battery voltage was 2.61 volts and estimated longevity indicated 3 months. Then a month later in (B)(6) the device was at eri and battery voltage was 2.63 volts. The clinic nurse had complained that with current programmed settings they expected more time before the device would go to eri. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.